Event description:
It was reported on an original surgery date of (B)(6) 2013 concerning a (B)(6) old canine terrier,presented with a right mid-shaft femoral fracture. A 2.7mm lc-dcp 9 hole plate was used to fix the fracture. A total of nine 2.7mm cortex screws were used with the plate. No screw holes were left open. The surgery was performed without any complications. On (B)(6) 2013, the canine was brought back in for lameness and swelling of the surgical site. After reviewing the radiographs taken on 12/7, the implant had broken at the 3rd distal hole. The 2.7mm implants were removed and the fracture was repaired using a 3.5mm dcp 8 hole plate and 3.5mm cortex screws. There was no human involvement. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is a veterinary product. Device is similar to a device marketed for human use. No patient information will be provided. Explant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.